Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation. MFR# clarification: new registration number 3012307300 (B)(4) is now being used for MFR report number, replacing registration number 2183502 (B)(4).

Event description:
It was reported that a portex bivona uncuffed neonatal and pediatric flextend tracheostomy tube had "incidents of the same nature" to a split through the eyelet of a tube. It was noted that the events occurred in recent weeks and were located "outside of (B)(4)." Additional information has been requested; if received, a supplemental report will be sent.